Event description:
It has been reported to co that during the procedure this device experienced intermittently continuity. Reportedly, no signals could be rec'd over pin 3 and 4. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.